Event description:
The rv lead was reported to be oversensing. During procedure to replace lead, problem was noted with implantable pulse generator. New lead was placed, yet still unable to get output or sensing on "v"-channel. Patient is very dependent and went asystolic. This is not the first time a problem has occurred with this product.